Manufacturer narrative:
Medical device was manufactured in accordance with our specifications. This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that a patient underwent a revision surgery due to instability/dislocation. Humeral stem and glenoid baseplate not revised.